Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar seal broke during the case and was leaking gas. The device was from an ftc15 kit. There was no consequence to the pt.